Manufacturer narrative:
(B)(4). G2: foreign- japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device needs to be returned back to the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01920.

Event description:
It was reported that the patient was revised approximately two months post-initial implantation due to fracture of two screws. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h10. Reported event was confirmed by review of pictures. Visual examination of the provided pictures identified two broken screws. One screw is broken closer to the head of the screw, and the broken fragment is pictured. The other screw is broken in the midsection, and the broken fragment is not pictured. Review of the device history records could not be completed as the device history records could not be found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.